Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the clik site fracture locations. The reported complaints of loss of stimulation and high impedances were caused by the fractured cables at the clik anchor site.

Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5024211, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively.